Event description:
It was reported that the patient presented with recurring incontinence. During the surgical procedure/revision, it was revealed a urethral atrophy. It was also confirmed the urethral cuff downsized from 4.5 cm to 4.0 cm. There were no patient complications.